Event description:
It was stated that the device doesn't recognize the extension set. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation. A number of "high alarm displayed: cassette not attached properly", "high alarm displayed: cassette damaged" and "high alarm displayed: downstream occlusion" reports were found in the event history log. These combinations of alarms point to a defective dso sensor. The dso sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.